Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no sensing. After the lead was explanted, a fracture of the distal coil was suspected.